Manufacturer narrative:
Issue caused by miscommunication. Anatomage received contradicting information on the instrumentation that will be used with the surgical guide. A second surgical guide was made for the doctor.

Event description:
Doctor realized that the surgical guide was made for wrong instrumentation after applying local anesthesia and performing tissue flap. Patient was sewed back up and surgery was rescheduled.